Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001. During investigation of the issue, the field service representative determined the valve, manifold kit (part number 7-77612-03) of the architect (B)(6) was the likely cause of the customer issue. The replacement of the valve, manifold kit resolved the customer issue and service verified that the system is able to function as intended. A review of the service history for the architect (B)(6) did not identify any contributing factors that may have led to the customer issue and there were no subsequent discrepant results since the replacement of the likely cause part. A review of tracking and trending for the valve, manifold kit and the architect i1000 did not identify any trends in regard to the customer issue. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based in the investigation, no systemic issue or product deficiency was identified for the valve, manifold kit (part number 7-77612-03) or the architect i1000sr, sn (B)(6) .

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information included. No additional information was provided. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect troponin results were generated for 2 female patients. The following results were provided: female 1: initial result 0.025 ng/ml (positive); retest result of <0.010 ng/ml (negative) [results generated on 21mar]. A second sample from the same draw was also tested in duplicate for this patient and both results were <0.010 ng/ml (negative). Female 2: initial result 0.018 ng/ml (positive); retest result <0.01 ng/ml (negative). This sample was rerun on another instrument and generated the following results: 0.014 ng/ml(positive) , retest result <0.010 (negative). The female cutoff used by the customer is 0.013 ng/ml. There was no reported impact to patient management.